Manufacturer narrative:
Contact office: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was discovered within the packaging of a cysto/bladder irrigation set. This event was discovered during an unspecified process step before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection was performed on the returned unit via the naked eye. The reported condition was verified due to a loose particle found inside the product pouch. The particle was concluded to be a hair. The possible cause was incorrect manufacturing practices during the manual assembly process. Should additional relevant information become available, a supplemental report will be submitted.